Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device can not be completed. Lot number not provided by the complainant, therefore the manufacture date is not known. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. Device history record (DHR) and sterile lot record reviews could not be conducted for the disposable device or the radio frequency controller (rfc) as identification numbers were not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).

Event description:
Following a successful novasure endometrial ablation procedure on (B)(6) 2011, the pt was seen at the physician's office on (B)(6) 2011 with abdominal pain. On (B)(6) 2011, the pt was admitted to the hospital with a tubo-ovarian abscess. An ultrasound and a complete blood count (cbc) were performed. The pt was placed on IV antibiotics and a laparoscopy procedure was performed for a hysterectomy and double oophorectomy. The pt was expected to be discharged on (B)(6) 2011. We have been unable to obtain additional information surrounding this event.